Event description:
It was reported the brakes on the t4x22rda manual wheelchair have worn prematurely. The reporter alleged the premature wear was attributable to the user's pre-existing medical condition.